Event description:
Information received from the field notes that the patient experienced pauses and a loss of capture. The bipolar thresholds were 2.5v while the patient was standing, 1.5v while sitting and 1.0v in the supine position. Unipolar thresholds could not be tested due to the patient's intoler- ance to pectoral stimulation. Chest x-ray revealed normal lead position. The physician elected to replace the device.